Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 29 mmol/dl with no symptoms of hyperglycemia. The reporter noted that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that there were multiple call service 054 alarms that had caused a delay in insulin delivery. This complaint is being reported based on the allegation that a patient experienced a hyperglycemic event as a result of multiple call service 054 alarms.